Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) regarding a (B)(6) male homechoice peritoneal dialysis (pd) patient with peritonitis. On an unreported date, the patient experienced a break in aseptic technique described as the patient made a mistake. On (B)(6) 2010, the patient was hospitalized for unreported symptoms of peritonitis, and on (B)(6) 2010, the patient was diagnosed with peritonitis. A peritoneal effluent culture and analysis were performed that day, prior to the initiation of antibiotic therapy. On an unreported date, the patient began treatment with cefizox via intravenous (IV) injection, meropenem via IV injection, and vancomycin intraperitoneally. At the time of this report, the event of peritonitis was resolving. Pd therapy continued.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.